Manufacturer narrative:
This medwatch is for suspect device used with instant plus system #1. Reference medwatch with (B)(4) for the suspect device used with instant plus system #2.

Event description:
Caller reports back to back results of 70mg/dl on instant plus system 1 compared to result of 120mg/dl on instant plus system 2. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.